Manufacturer narrative:
**UDI related data quality updates only.**

Event description:
During the patient call, the autopulse platform sn (B)(6). Displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The crew reverted to manual resuscitation. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, observed a cracked front enclosure, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. Also, unrelated to the reported complaint, the black rubber bumper is peeling off, and minor cracks were observed on the side of the top cover, likely attributed to wear and tear or user mishandling. The damaged parts were replaced to address the issues. The autopulse platform was manufactured in 2015 and it is more than 8 years old, past its expected serviceable life of 5 years. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).